Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 449 mg/dl. Diagnosed diabetic ketoacidosis. Customer is pregnant, remained in hospital for three to four days to monitor blood glucose. Nothing further reported.